Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians in the ICU are still experiencing channel communication failures on devices. Customer reports they diligently follow the iui cleaning procedures outlined in the user manual. This is generic feedback; no specific events were reported. There was no information on patient involvement. This was also communicated to manufacturer representative during on site visit.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported channel failures could not be confirmed or replicated due the suspect devices were not received for this investigation. ¿ a review of the logs could not be performed. The suspect pump module or the pcu logs were not provided. ¿ inspection and laboratory testing could not be performed, the incident devices were not received for this investigation. ¿ the bd alaris system v9.33 user manual states to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Inspect and clean the product per the procedures on the manual: ¿ while visually inspection the inter unit interface (iui) connectors, look for fractures on the connectors black-colored plastic. If you see any damage, do not use an instrument with fractured iui connectors. ¿ the iui connectors must be replaced if any damage is observed and if any surface contains or blue or green deposits are visible. ¿ do not use a device with any damage. Send it to biomedical engineering for repair. Channel error tip sheet: a channel error message indicates a problem with the channel's hardware or software, stopping its operation while others continue. To silence the alarm, press confirm. Obtain a new module, and if needed, restore any unaffected channels that were reconnected during the alarm. Return the faulty module to the biomedical department. ¿ during site visit from manufacturer, it was noted that the devices had green/blue deposits on inter unit interface (iui). ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of channel failure was unable to be determined. During site visit from manufacturer, it was noted that the devices had green/blue deposits on inter unit interface (iui).

Event description:
It was reported that clinicians in the ICU are still experiencing channel communication failures on devices. Customer reports they diligently follow the iui cleaning procedures outlined in the user manual. This is generic feedback; no specific events were reported. There was no information on patient involvement. This was also communicated to manufacturer representative during on site visit.